Manufacturer narrative:
H2, correction: d3-4 updated. H3: the catheter was returned to the manufacturer for analysis. Analysis found that the returned catheter had three bends and was burnt near the tip. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0401 was coded for the broken catheter. A05 was coded for the blood coming into the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that a catheter was broken and blood was coming in. The manufacturer representative (rep) discovered the blood inside of the catheter. The rep advised the surgeon to change it out as blood should not be able to get inside of the catheter. After flushing the catheter and the reoccurring blood in the catheter, it was replaced. Three catheters were being used during the case, and all three catheters had been placed when the issue was discovered. However, the issue was only with one catheter. It was not known which catheter had caused the issue, so all three catheters that were used were added to the event. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.